Manufacturer narrative:
D1, d2 & d6: corrections per FDA letter dated 06/03/97. This is an attempt to clarify the description of the brand name, device type and model name in an effort to facilitate the meeting of MDR reports to the corresponding baseline report. H7: error. No remedial action was initiated. Initial report incorrectly indicated that "notification" was given.

Event description:
The rubber valve in the introducer loosened and came out of the bottom of the sheath.